Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare 6100 powered toothbrush caught fire. No injuries or property damage was reported.